Event description:
Healthcare professional (hcp) reported dry minicaps. Hcp noted minicap sponges were red/brown in color and appeared dry and crusty. Hcp noted packages were sealed in the usual manner. No pt injury or medical intervention reported per hcp.